Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may include kinks, leaks and blockages as detailed in the IFU, or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The lack of an alarm/ alert or a defective alarm/ alert would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies or the loss of wound management/ monitoring for greater than 24 hours) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. Device is intended to display an alarm/ alert if it detects an issue and may discontinue applying therapy until issue is resolved. Loss of negative pressure wound therapy benefits would not be likely to cause or contribute to death or serious injury. Event may cause minor or temporary injury (e.g., delayed wound healing, maceration, etc.) Requiring no or minor medical intervention. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. Device charging problem would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Event description:
It was reported that, a renasys go was not beeping or displaying warnings. Patient had surgery to big toe on (B)(6) 2021, reported it was "non-healing" per his doctor requiring renasys go device on (B)(6) 2021. On (B)(6) 2021 he thought there was an "obvious leak" in his dressing and it was replaced that day: his doctor said he received therapy, because he hadn't heard any beeping then until now he didn't think he'd received therapy for 4 days. Frustrated he was calling about it failing to alert him of the leak monday and was worried it wasn't working properly asked current status of device and answered since (B)(6) 2021 a green light and continuous 120mmhg. Stated to patient that it was working as expected and he'd received therapy. Patient still questioning that the he had a leak on monday and it never beeped. Walked patient through resetting the device. Stated would trouble shoot and have a warning display and beep so it could be confirmed by patient and he was agreeable. Restarted device, after having him unplug it from charging, and it returned to continuous suction with green light. Uncapped quick click connector and continuous 120 mmhg displayed. Explained delivering therapy and to uncap connector to device. Beeped and displayed low vacuum. Patient felt tubing and said he could feel suction. Plugged connectors back up, resumed with compressed dressing to dressing site. Patient replicated trouble shooting and stated he didn't mention the beeping early with the warning display but it had. Patient then reflected on his dressing and stated underneath the "overall adhesive" it looked like there was a leak because of positioning on his toe. He thinks the adhesive was intact and was why he didn't hear or see anything after all. He then vocalized it had been dropped twice (B)(6) 2021 by the person placing it and replaced once, leaving a hair line crack. Treatment was performed with the same device. Patient was not harmed as consequence of this problem.